Event description:
Patient was receiving dose of chemotherapy. When drip chamber emptied, the floating ball that is supposed to occlude the tubing outflow in the drip chamber was stuck in the top of the drip chamber. This allowed air to enter the IV tubing, eventually reaching the pump segment of the tubing and setting off the air in line alarm. Patient was unable to receive several ml's of the chemotherapy dose in the lower part of the tubing as there was no way to remove the air from the tubing without potentially exposing the nurse to chemotherapy aerosolization. This has happened on three separate occasions in the past 3 weeks. Manufacturer will be notified that tubing is available to pick up for examination.====================== manufacturer response for IV pump tubing, medex unv. Straight set 2y mll======================have left message - no "live" contact yet